Event description:
Pt presented with severe back and leg symptoms over many years, which have culiminated in,2003, being incapactiating. They were been hospitalized and despite IV dilaudid and ativan had intractable pain. The md assessment revealed that they had some loss of motor function and to have severe stenosis and disc extrusion and to have severe stenosis and disc extrusion at the l4-l5 level. There was some congenital abnormality at the bottoms of the spine. That day, they underwent bilateral l3 laminotomy, bilateral l4-l5 laminectomy, bilateral s1 laminotomy, bilateral l3-l4, bilateral l4-l5, bilateral l5-si facetecomy, removal of massively extruded disc, bilateral disc excision l3-l4, bilateral disc excision l4-l5, bilateral disc l3,l4,l5 and s1, bilateral interbody fusion utilizing carbon fiber ramps at the l3-l4 and l4-l5 levels (these were supplemented by bone marror aspirate, v-toss and platelet-rich plasma), intrathecal astramorph, and lateral fusion utilizing v-toss, bone marrow aspirate and platelet-rich plasma and healos. The pt was taken to the operating room. They were anesthetized and intubated. They were prepped and draped in a usual fashion. A linear incision was made. Electrocautery was used to continue the dissection. Subperiosteal dissection was performed, exposing the spine from approx l2 down to the sacrum. The transverse process of l3,l4,l5 and the ala of the sacrum were dissected out. Removal of connective tissue was then performed with letsell rongeurs and microsurgery. Markers wer placed in the pedicles. As much of the lamina as possible was removed at the l4-l5 level, inferior aspect of l3 and superior aspect of the sacrum. The dura was very adherent at some areas and upon removal caused a small tear dorsally, which was easily repaired with 5-0 cardiovascular silk suture. The dura was then gradually dissected off. It was extremely adherent in multiple areas. However, eventually surgeons were able to get it off and remove it to bone, up to the level of the pedicles. Bilateral facetectomy was then performed at the l3-l4, and l4-l5 and l5-s1 levels. After the exposure of disc space, l4-l5 disc space was rongeured gradually. There was a massive disc extrusion, which caused severe compression of the dura. This was gradually removed in pieces from both directions. In addition it was noted at that time that the l4-l5 vertebral body was partially avulsed. It was resented with kerrison punches, pituitary rongeurs and subsequently impacted with bone impactors until it was flush. Completely decompression of the nerve roots from l3 to the sacrum was created. Once the pedicle screws had been placed, they were placed indistraction. The wound was irrigated. Bone marrow was aspirated and mixed with healos, v-toss and platelet-rich plasma. They were then used to graft the disc spaces. Then by 9 by 9 by 21 mm carbon fiber ramps, filled with bone graft material, were also used to place in these spaces. Once they were in good position compression was placed across the system. Additional bone was removed and near complete resection of the pars was done at the l3-l4 and l4-l5 levels bilaterally, unitl there was adequate decompression of the nerve roots. Floseal was then placed over the epidural vessels. The dura was then covered with hemaseel apr, after intrathecal astramorph was given. Poserolateral fusion and fusion of the residual facets was then done with v-toss, healos and platelet-rich plasma. The instrumentation was then connected down and tightened. The muscle fascia were then closed with interrupted and running 1-0 vicryl. Steri-strips were then applied. The pt was placed inthe supine position, awakened from anesthesia and extubated. There were no complications. The pt tolerated the procedure well and returned to the recovery room in stable condition. The pt's clinical status postop was not provided by the reporter. It was reported that since the time of the surgery, the pt "has essentially been rendered bedridden and without use of their lower extremities as a result of problems which developed from the use of hemaseel during surgery in a confined space. "No other details were provided.